Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a posterior thoracolumbar fusion at th10-l2 treating traumatic injury on (B)(6) 2020, the nurse tried to attach a facilitator to the torque handle. When she pressed the button of the handle, her glove stuck in the button. She connected the facilitator in other ways, and the procedure was completed without further issue. There was no surgical delay. No further information is available. Concomitant device reported: unknown facilitator (part # unknown, lot # unknown, quantity 1). This report is for one (1) verse counter torque handle. This is report 1 of 1 for (B)(4).